Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to (B)(4) on 07/19/2013. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
It was reported on 09/29/2016 that the end user sought medical attention on (B)(6) 2016 at 10:30am after receiving a high blood glucose reading of 522 mg/dl from his prodigy meter. The end user visited the ER per instructions from (B)(6) pharmacy after comparing his meter with their meter. He could not recall what his blood glucose level was upon arrival to the ER or any treatments that were administered. No further information was provided.